Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that a blood leak occurred with the combiset smartech bloodlines approximately 30 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The cm stated during follow-up that air entered the lines through the arterial connection between the fistula needle and the bloodlines which resulted in blood clotting within the dialyzer. The cm also noted that the machine, a 2008t machine, alarmed with an air detection message. There was no defect, damage, or loose connections noted on the bloodlines. The cm stated there were no issues noticed during prime. The patient¿s estimated blood loss (ebl) was approximately 300 ml. The cm stated the patient did not experience a serious injury, adverse event, or require medical intervention as a result of the reported issue. The patient was moved to a different machine where they successfully completed treatment with new supplies. The complaint sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information; d9, g1, h3 plant investigation: the complaint device was returned to the manufacturer for a physical evaluation. The sample was returned with original packaging which was identified with product number 03-2722-9c and lot number 21pr01012. The venous and the arterial patient end connector, the male conical fitting, as well as the rest of the bloodlines were closely examined and found to be acceptable during a visual inspection. In addition, the sample was tested in the hemodialysis machine 2008k and worked as intended without any abnormalities during the tested period. During the evaluation of the actual sample was not confirmed the alleged failure stated in the complaint. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The plant investigation was not able to confirm the reported failure mode.

Event description:
A user facility clinic manager (cm) reported that a blood leak occurred with the combiset smartech bloodlines approximately 30 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The cm stated during follow-up that air entered the lines through the arterial connection between the fistula needle and the bloodlines which resulted in blood clotting within the dialyzer. The cm also noted that the machine, a 2008t machine, alarmed with an air detection message. There was no defect, damage, or loose connections noted on the bloodlines. The cm stated there were no issues noticed during prime. The patient¿s estimated blood loss (ebl) was approximately 300 ml. The cm stated the patient did not experience a serious injury, adverse event, or require medical intervention as a result of the reported issue. The patient was moved to a different machine where they successfully completed treatment with new supplies. The complaint sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: d4 (expiration date).

Event description:
A user facility clinic manager (cm) reported that a blood leak occurred with the combiset smartech bloodlines approximately 30 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The cm stated during follow-up that air entered the lines through the arterial connection between the fistula needle and the bloodlines which resulted in blood clotting within the dialyzer. The cm also noted that the machine, a 2008t machine, alarmed with an air detection message. There was no defect, damage, or loose connections noted on the bloodlines. The cm stated there were no issues noticed during prime. The patient¿s estimated blood loss (ebl) was approximately 300 ml. The cm stated the patient did not experience a serious injury, adverse event, or require medical intervention as a result of the reported issue. The patient was moved to a different machine where they successfully completed treatment with new supplies. The complaint sample was reported to be available to be returned to the manufacturer for physical evaluation.